Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. This is the third of three implant complaints for the same patient. See manufacturer report for the remaining complaint: 3011649314-2022-00653, 3011649314-2022-00654.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade iii. The patient has no medical history, however, does have a dental history of bruxism. The patient presented on (B)(6) 2021 for implant placement on 4,5, and 7. This report represents tooth #7. The patient returned three weeks on (B)(6) 2021 with complaints of pain, swelling and upon exam an infection was noted. Radiologic examination reveals granulation tissue around implant. It was at that time the device was removed and failure to integrate was noted. However, based on the dates provided it is determined that the device lack of stability.

Event description:
It was reported that the hahn tapered implant failed. The bone grade is noted as grade iii. The patient has no medical history, however, does have a dental history of bruxism and parafunction. The patient presented on (B)(6) 2021 for implant placement on 4,5, and 7. This file represents tooth #7. The patient returned within three weeks on (B)(6) 2021 with complaints of pain, swelling, pus and upon exam an infection was noted. Radiologic examination reveals granulation tissue around implant. It was at that time the provider noted that the implant failed to integrate, and the device was removed on (B)(6) 2021. The current patient condition is good.

Manufacturer narrative:
CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6095728 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in original package. The device was verified to be an inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp (70-1070-imp0006) using radiographic template (gd-437-091015). There was no defect or non-conformity observed and the threads were intact. Minimal bone debris was observed on the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Also, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Per the reported information, the patient had a history of bruxism. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in the contradiction section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space. Do not reuse inclusive dental implants. Reuse of inclusive dental implants carries the risk of pathogenic patient cross-contamination."